Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with mild calcification, mild tortuosity and 50% stenosis. Pre-dilatation was performed with a non-abbott balloon. When the xience prime stent was positioned at the lesion, the stent delivery system (sds) balloon was inflated to 8 atmospheres, however it could not be fully inflated, and a balloon rupture was suspected. Resistance was noted during withdrawal of the sds balloon from the partially deployed stent. The stent was partially deployed, but not adequately apposed to the vessel wall, requiring the use of an additional balloon to completely deploy the stent. The xience prime was deployed with a good result. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Corrections: the device was initially reported as returning; however, the incorrect device was returned. The complaint device will not be returning as it was discarded at the site. Lot# and serial# changed to unk. Date of implant added. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.